Event description:
Boston scientific rec'd info that this patient's left ventricular lead was exhibiting high threshold measurements of 7.5v at 0.4ms. Additionally, no capture was observed except in tip to can configuration. Our records indicate this lead and the associated (B)(4) lead both are actively implanted in this patient's left ventricle. A CT scan was performed to confirm which lead is the lead in question and if it is still attached to the epicardium. The results of the scan were unk at the time and no other averse events had been reported. One month later, a procedure was performed to revise the lead exhibiting the elevated threshold measurements. System evaluation revealed this lead to be the (B)(4) lead. This lead was surgically abandoned and efforts to reposition the redundant lead (B)(4) were unsuccessful due to capture issues. Therefore, this lead was also surgically abandoned. The two leads were implanted without further incident. No adverse pt effects were reported.

Manufacturer narrative:
Results: review and confirmation of mfg records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt condition.